Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 32098 and replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This usm was returned for failure analysis and the reported 32098 error was confirmed in lighthouse but not replicated during testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto a golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the pftp and was able to pass all tests. Around the time of the complaint, field error logs confirmed errors 32098 and 23068. The p1 value points to usm_d4 of the carriage. Opened up the carriage to inspect the instrument sterile adapter (isa) and rotors. Could not find any major contamination/debris on the mirrors. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error 32098 is attributed to the isa and d4 carriage rotor on the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 32098 on the system and the technical service engineer informed the customer that it was due to a motor related issue on the universal surgical manipulator. The customer noted that they were moving the case to another system. The procedure was aborted to another dv system with no reported injury.